Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant bun result was unknown. The fse checked the system for leaks, reviewed the instrument data and verified that there were no error messages on the instrument during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant blood urea nitrogen (bun) result was obtained on an advia 1650 instrument. The result was reported to the physician. The same sample was rerun on an alternate instrument and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant bun result.